Manufacturer narrative:
Method: actual device evaluated; visual inspection; microscopic inspection; (B)(4). Results: wear problem. (B)(4). Conclusions:known inherent risk of procedure. (B)(4). The device history record for the lot number involved in this complaint was reviewed and the device was produced according to the manufacturing procedures. The original extension set was not returned with the sample device. An unused bolus and y-adapter extension set were connected to the gastric port; both adapters rotated freely in the gastric port and did not come to a stop during rotation. The interior of the gastric port was viewed under magnification and the nib was worn. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.

Event description:
Kimberly-clark received a report stating the white top "key" portion of the gastric port popped out within a month of initial insertion. The patient would push the white top portion of the gastric port down and it would stay intact for a day or two but it would eventually disconnect. The frequency of the port disconnection increased and the tube was removed and replaced by the interventional radiologist. There was no reported patient injury. No additional information was provided in regards to the patient's status.